Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 300 to 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. It is unknown what caused the high blood glucose levels. The customer stated that they changed the sets three times, but the customer is still experiencing a rise in their blood glucose. The customer was assisted with trouble shooting but found no anomaly with the insulin pump. The customer was advised to change the infusion set and monitor the insulin pump.